Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery could not be charged. The customer continued to use the pump for insulin therapy. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose value was not provided. The customer changed the pump supplies and resumed insulin delivery to address high blood glucose. The cause of the high blood glucose was because the customer was disconnected from the pump during the incident and contact was due to change the cartridge and infusion set.